Manufacturer narrative:
A siemens healthcare diagnostics fse (field service engineer) was dispatched to the customer site for instrument evaluation. After evaluation it was determined that the patient sample tube was mislabeled with an incorrect sample ID barcode. The correct sample ID barcode was placed on the correct patient sample and re-run on the system, which was read correctly. The instrument is performing according to specifications. No further evaluation of the system is required.

Event description:
The system sample barcode reader on an advia centaur xp analyzer misread one (1) patient sample barcode. The laboratory noticed the sample ID on the tube did not match the barcode reading. No testing was performed therefore, no results were generated. There were no known reports of adverse health consequences due to the system sample barcode reader having misread the sample barcode.